Manufacturer narrative:
Received only catheter. The reported issue was confirmed; however the cause is unknown. Per visual inspection, a pinhole was found on the sac collar. Per functional testing, the device was inflated with water and leakage was observed from the balloon. The pinhole was evaluated under a microscope and noted to be round and caused by a sharp object from outside the exact cause of sample condition could not be determined and could not be assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that the catheter had fallen out of the patient's body, with a deflated balloon, 30 minutes after placement. No problems were observed during the pretest. A leak test was performed against the catheter at the user facility , and the user alleged that they felt the water leakage occurred through the inflation lumen. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had fallen out of the patient's body, with a deflated balloon, 30 minutes after placement. No problems were observed during the pretest. A leak test was performed against the catheter at the user facility, and the user alleged that they felt the water leakage occurr through the inflation lumen. The catheter was replaced.